Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during attempted implant of an right atrial (ra) lead the lead became stuck in the superior vena cava (svc) with the helix "stuck in unseen tissue." The physician was temporarily unable to position the lead but ultimately successfully implanted the lead which remains in use. No patient complications have been reported as a result of this event.